Manufacturer narrative:
(B)(4).

Event description:
It was reported that filling difficulties were encountered on a demonstration device. When filling at the junction, a lot of fluid was seen coming out of the pump. Diagnostic testing/troubleshooting included a dye study. It was reported as ¿unknown or n/a¿ if the issue was resolved and the cause determined. No drug was in the pump. It was further reported that the health care provider was troubleshooting with a demonstration pump. Reportedly, if the needle was inserted on the side of the pump, at the junction, one could ¿see feel like the needle is in¿ and fluid could be aspirated. However, when fluid was injected it slowly flowed outside the pump. Also in this situation, even just moving the needle around seemed to move the joint and let fluid out. Reportedly, experienced health care professionals in this service were feeling ¿less and less at ease¿ in filling these pumps.